Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
It was reported that the implant fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information unknown / not provided. G4: date received by manufacturer. G5: premarket identification PMA/510(k) number k101880. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One tapered screw-vent implant (tsvmwb11) and crown were returned for investigation. Visual evaluation of the as returned product identified no apparent fracture or malfunction. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the crown was still engaged with the implant. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsvmwb11) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported implant fracture. No other implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).